Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. Conductivity test was performed using a new battery to confirm continuous operation for 13 days. Flex board, washers and o-rings were replaced as a preventive measure though the reported issue was not confirmed. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the epg suddenly turned off. The epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.